Event description:
Removal of endosseous dental implant. Implant was placed on (B)(6) 2012, in site #31 (type I-ii bone). Primary stability was achieved. Osseointegration was not achieved. An infection was involved in the event. The clinician states that the pt has diabetic condition. The implant was removed on (B)(6) 2013, due to infection. Medical history: diabetes mellitus.